Event description:
It was reported that during a filter implant procedure, the filter prematurely dislodged from the catheter. An otw green fil w/flexcarrier filter had been selected, and when removing the device from the tray, the plastic end cap was in place over the distal end of the introducer catheter with the introducer catheter in the locked position, and the safety sleeve present and intact. The greenfield filter was advanced over an unspecified amplatz guide wire. While the device was still outside the pt, the physician attempted to withdraw the introducer catheter and the filter "dislodged" from the catheter. The device did not come into contact with the pt. The procedure was completed with another of the same device. The physician feels the pt is adequately protected. There were no pt complications reported with the pt's current condition listed as "good".